Manufacturer narrative:
The subject device remains in patient.

Event description:
After the stent assist coil (subject device) embolization procedure, thrombosis was observed in the distal m2 segment. The patient was treated with aggrastat for the thrombosis. In the physician¿s opinion all of the devices performed as intended and there was no allegation against any of the devices. However, due to the nature of the procedure physician explained that ¿the development of the thrombus was a mixture of lot of material. Due to the location and previous coiling they could not find an optimal projection of the aneurysm and they performed ¿blind¿ coiling.¿ no clinical consequences reported to the patient after the aggrastat treatment.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was unknown. The device was not available for analysis. However, thrombosis is one of the known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
After the stent assist coil (subject device) embolization procedure, thrombosis was observed in the distal m2 segment. The patient was treated with aggrastat for the thrombosis. In the physician¿s opinion all of the devices performed as intended and there was no allegation against any of the devices. However, due to the nature of the procedure physician explained that ¿the development of the thrombus was a mixture of lot of material. Due to the location and previous coiling they could not find an optimal projection of the aneurysm and they performed ¿blind¿ coiling.¿ no clinical consequences reported to the patient after the aggrastat treatment.